Event description:
It was reported on the behalf of the customer that during a particular surgery while tightening two locking screws in the variax distal radius plate, 2 screws broke twice just below the head of the screw. It is alleged that there could be an issue with the connection between the screw and the screwdriver, with the screw being no longer fixated on the screwdriver, possibly resulting in the observed outcome. It was a cross pin screw and screwdriver.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.